Event description:
The hospital reported that during a coronary artery bypass procedure, the om-10000 stabilizer knob would not lock into position. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A follow up report will be submitted once the device evaluation is complete. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).